Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "seropurulent drainage around the implant," "abscess" and "bilateral breast infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of "seropurulent drainage around the implant," "abscess" and "bilateral breast infection" as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Physician reported that following the implant of seri on (B)(6) 2014, the patient experienced right side "seropurulent drainage around the implant," per the patient, the onset date of the drainage was (B)(6) 2014. The stop date was (B)(6) 2014. Physician additionally reported "abscess" that is "gram stain negative but cultures are pending." Physician reported right side "bilateral breast infection" with an onset date of (B)(6) 2014. The outcome is ongoing. This medwatch represents the right side seri device. One hundred percent of the seri was explanted on (B)(6) 2014. See MFR report number 3008374097-2014-00096 for the left side.